Manufacturer narrative:
Follow-up #1 date of submission 12/14/2015. Device evaluation:the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: during a visual inspection of the pump, the battery compartment was found to be cracked. The returned battery cap fastened securely on to the pump; however, the cap contact height measure out of specifications. The contact width measured within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and that the battery cap was loose on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.